Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer evaluated the device and was unable to duplicate the reported problem. Resolution and disposition: there were no parts replaced by the manufacturer's field service engineer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an excessive leakage while in use on a patient. Failure to provide adequate tidal volumes during normal ventilation mode may result in hypoventilation/loss of volume or pressure. No patient harm reported.

Manufacturer narrative:
(B)(4).